Event description:
Allegedly revised due to broken neck.

Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. Add'l info has been requested. This report will be amended when the investigation is completed. This is the same event as 1043534-2008-00031. This event occurred in another country.